Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station lost power. A field service engineer (fse) arrived at the anesthesia machine and found that it was plugged in but would not power on. During troubleshooting, tss determined that the power switch and power cable were functioning correctly, but the power supply output was measuring less than 30 volts. Tss replaced the pas power module and the battery. After powering up successfully, tss tested the machine for proper operation and verified functionality through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station lost main power and transitioned to battery power before shutting down completely. A power supply issue was suspected. There were no delay or adverse events or injuries reported based on this event.